Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed. The cause was determined to be fluid residue on battery pins. The rear case was replaced. Connection issue.

Event description:
During baxter's evaluation of a spectrum pump, the device powered off without user input on dc power. There was no patient involvement.